Event description:
Boston scientific received information that one day post implant of this right ventricular (rv) lead the impedances were fluctuating from 700 to over 1400 ohms, as well as loss of capture (loc) at maximum outputs. The physician suspected a loose setscrew so a revision procedure was done. During the procedure, it was found that the lead was fully inserted into the device and all setscrews were fully connected and tested so that was ruled out, however, a small perforation was found near the rv. The physician repositioned the rv and obtained normal lead numbers. The lead remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.